Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in high voltage impedance on the rv and superior vena cava (svc) coils with the svc impedance measurement out of range. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.